Event description:
It was reported that the 9900 system would not boot up and had a communication error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced and the voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.